Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 45 mmol/l and ketone levels of 5. The customer had experienced high blood glucose levels all evening, and had changed the infusion set, but continued to experience elevated blood glucose levels. It was stated that the prime test was conducted, but only a small amount of insulin exited. The high pressure test could not be conducted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.